Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error. Customer reported no harm requiring medical intervention was reported after second alarm unreachable to rewind insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with constant motor error alarm during the rewind test due to jammed motor gear box. Unable to perform the displacement test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, delivery accuracy test, the stop current and run current measurement tests, self test, off no power alarm test and a21 error test due to constant motor error alarm. Device had cracked display window, cracked case at display window corner, missing address or serial number label, cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.